Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the screen of insulin pump was so scratched and it was hard to read. The customer stated that the backlight of insulin pump was dim, had to change batteries frequently and grinding sound while rewinding. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with normal operating current. Device passed displacement test, rewind and self test. Device passed off no power test. No unexpected rewind/grinding anomalies noted. No unexpected low battery alarm anomalies noted. No unexpected backlight anomalies noted. Device received with cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).